Manufacturer narrative:
The report of the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during archive data review; however not confirmed during functional testing. No device malfunction. The device functions as intended. Probable root cause is the patient was not oriented on the platform correctly. During visual inspection, no physical damage was observed. During functional testing, no issues were observed. The archive data review showed occurrence of multiple ua07 error message. In addition ua 19 (max applied load exceeded) and ua12 (lifeband not detected) error messages were observed. These observation are not related to the reported complaint. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement and press restart to clear the user advisory. User advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. User advisory (ua) 19 is an indication that the load plate has detected too much weight being applied (> 270 lbs /123kg). The user advisory (ua) 19 error message can be cleared by restarting the platform. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The load cell characterization test indicated both cell modules are functioning within the specification. The platform passed all functional tests and is ready for clinical use.

Event description:
During patient use, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The user immediately performed manual CPR on the patient. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the platform is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The user immediately performed manual CPR on the patient. No consequences or impact to patient.